Event description:
Pt required surgery for malignant squamous cell carcinoma of the right mandible. Three months post-operatively the surgeon ordered x-rays which showed the plate broken. The pt had no symptoms or signs of a broken plate.